Event description:
It was reported that the patient presented for routine follow-up. Shortly after the lv threshold test was performed the patient had a run of pvcs that accelerated into ventricular tachycardia. The patient lost consciousness and the device delivered therapy appropriately. Upon review of data the episode was not present on the egm. Adjustments were made to the patients medication and subsequent follow ups have been normal. The patients condition was good after the event.